Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing and was tested on an in-house system in normal mode where it passed. The usm was tested on a pftp where it passed. Inspection on insertion rail was performed where a loose screw was discovered. The insertion rail screws will be replaced and retorqued as a fix. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia tapp surgical procedure, the customer reported that the universal surgical manipulator (usm) has loose screws on the rail. Top screws is stopping the carriage from insertion. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred during procedure. The ports were confirmed to be placed. System functionality checked upon powering on the system. System initially powered on without any errors. The technical support was not notified for troubleshooting. The reporter stated they converted to another patient side cart (psc) to complete the procedure. There was no harm or injury to the patient.